Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of 33 mmol/l with no reported symptoms. The reporter indicated that the infusion set was changed out twice and there were no bent cannulas or other issues noted. The reporter confirmed that the pump settings were as desired; the reporter stated that they were using a temporary increased basal at the time. The reporter confirmed that there were no pump alarms related to the event. The reporter stated that they were able to deliver an air bolus and confirmed that the bolus discharged insulin from the end of the tubing. The reporter confirmed that the insulin being used was from a new vial and confirmed that the insulin was clear and within expiration date. The reporter indicated that the patient was having a growth spurt and a health care professional was working with the patient on settings adjustments for the changing needs. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.